Event description:
It was reported that this right ventricular (rv) lead became dislodged so it was oversensing and did not deliver pacing therapy when required. There was no asystole. This lead was repositioned and remains in service. The patient was administered antibiotics intravenously. No additional adverse patient effects were reported.